Event description:
The patient needed their foley bag changed out to a urometer. This was successfully done with a new urometer bag from our stock room. However, it was quickly noted that the bag was leaking urine onto the floor. After removing this bag, I filled it with water to see where the leak was occurring. There was no visible hole but it was leaking. The leak appeared to be coming through the seam at the very bottom of the bag. Per staff, this is the 2nd or 3rd time that this has occurred recently.